Event description:
A company representative reported a doctor's concern over the results of some of his patients. The doctor was concerned about the accuracy of the laser. Follow up with the facility director of nursing performed and stated "treatment was not good and there were possible unexpected outcomes". Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).